Manufacturer narrative:
One legacy pca pump was returned for analysis in good condition. The pressure switch test and visual inspection were performed to verify the reported issue of a high-pressure alarm. Analysis was unable to repeat the customer's reported problem. Visual inspection of the pump's event history logs showed "high pressure" alarm messages after pump started. It's recommend that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump model 6300 had a high pressure alarm. It was reported that the issue was found during inspection and that there was no patient involvement. No adverse effects were reported.